Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had not been doing well since implant the month prior. They said their heart rate was never right, their stomach was flip-flopping and was very painful, and they wondered if something was faulty. It was determined that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was turned off per physician direction as the patient did not require left ventricular pacing. No further patient complications have been reported as a result of this event.